Event description:
It was reported that the patient was referred for surgery due to high impedance, which was confirmed pre-operatively. There was no suspected trauma or patient manipulation. The patient underwent a replacement of generator and lead due to the high impedance. The suspect product was reportedly discarded. No further relevant information has been received to date.